Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: six samples have been received. One of them is open but unused. Five of them are unopened. The open sample shows white particles in the safety sleeve. Three of the five unopened samples also show with particles. In one of them, the particles were noticed attached to the cannula. After having evaluated the samples, some of the particles seems to be talc and other particles, parts of the cylinder. Talc is used as lubricant to allow the properly flow of the pieces trough the assembly machine. It is a normal and validated component in the process. It is analyzed according to european, american and (B)(6) pharmacopeia. The small particle which seems part of cylinder could have been detached in station which performs its assembly. A preventive action was documented in this station during the manufacturing of this lot to change one of the parts. No quality notifications have been found during device history record review. Personnel of the area was aware of the complaint in order to pay special attention to particles in the line. Conclusion cleaning of the line are performed before starting any lot. Several tests are carried out during manufacturing process to avoid faulty parts. Among them, visual inspection is performed during molding process. Also in assembly process, the operator performs a visual inspections: safety sleeve must be free of particles. Root cause description: manufacturing process. (B)(4).

Event description:
It was reported that white particles were found inside the package and solution of a bd phaseal¿ injector luer lock n35 during use. No injury or medical intervention.